Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition that resulted in less than two seconds of asystole. Additionally, there were high threshold measurements on the rv lead. As a result, the rv lead was surgically abandoned and the device was explanted. A new device and rv lead were successfully implanted. No additional adverse patient effects were reported.